Manufacturer narrative:
Additional information: device available for evaluation. A review of the complaint history, dimensional verification, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A damaged bentson plus fixed core wire guide was returned and examined. Visual examination showed the proximal and distal ends were present, but the wire core was not attached to the distal weld. The coil exhibited stretching at 131.1cm from the proximal end to 137.1cm. Also, a bend was noted 140.0cm from the proximal end. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Product code: dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A bentson plus fixed core wire guide was used during an unspecified procedure. It was reported that when the wire was fed back into the casing and was wiped down, unraveling was noticed. Another bentson plus fixed core wire guide was used to complete the procedure with no issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.